Event description:
Boston scientific received information that during a routine device check, this right ventricular (rv) lead exhibited an increase in impedance measurements of approximately 500 ohms to around 1500 ohms. It was also noted that the r-wave amplitude had decreased. A stored electrogram noted noise with oversensing resulting in an inappropriate shock delivery. Additionally, the threshold measurements had increased. Therefore, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted the clear medical adhesive was torn/separated at the proximal and distal ends of the proximal speing electrode. Additionally, the proximal spring was stretched at these points. The poly insulation sleeve and rate sense polytetrafluoroethylene were bunched in several placed. The proximal end of the spring electrode was separated from the lead body insulation. There was blood/body fluid in the helix housing and tissue was entwined in the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Additional testing was conducted with a guidant model 3105 pacing system analyzer and diluted phosphate buffered saline. The distal end of the lead was placed in the saline such that the electrodes were completely submerged. A bipolar paced impedance test was conducted at 5 v in vvi mode. The result was a 524 ohm impedance. A comparable lead (0296) had an impedance of 458 ohms. This testing further suggests that an anomaly with the lead itself did not contribute to the allegation of high impedance.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.